Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and light yellowing. The device was unable to weigh. Upon device inspection, the explant was received in three pieces. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the areas. The observed result of mechanical testing was 461% for ultimate elongation and 4.6(lbf) for ultimate break force. The cause of shell failure is local stress of unknown origin. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side ultrasound detected rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.